Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: moved position toward muscle (right)") and genital haemorrhage ("blood clots / heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included folliculitis, menometrorrhagia, anemia, vaginal odor and polymenorrhoea. Previously administered products included for an unreported indication: mirena, excedrin, advil and depo provera. Concurrent conditions included acute vaginitis, constipation, d & c, appendectomy, breast cancer, dysuria, bladder pain, adenomyosis and uterine fibroids. Concomitant products included clarithromycin (macrobid). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain"), abdominal pain lower ("pain lower abdomen/ cramps"), vulvovaginal pain ("vaginal pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: both"), vaginal discharge ("vaginal discharge"), cystitis ("infection(bladder/urinary tract/vaginal) type: both"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: both"), bladder disorder ("bladder or urinary problems or changes\bladder issues"), urinary tract disorder ("bladder or urinary problems or changes\urinary tract issues"), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), fatigue ("fatigue"), endometriosis ("other injury(ies) or complication (s) please describe: fibroids; endometriosis") and pelvic pain ("pain") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids; endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy and a cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, abdominal pain, vulvovaginal pain, vaginal infection, vaginal discharge, cystitis, urinary tract infection, female sexual dysfunction, uterine leiomyoma, endometriosis and pelvic pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, bladder disorder, urinary tract disorder, migraine, headache and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2016, (B)(6) 2016. Insertion details- the essure devices were passed into the tubal ostia on both sides with 5 coils noted on the left and 4 coils noted on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: positive (everything was okay) tubal occlusion. On (B)(6) 2017: the essure devices are visualized, no tube filling or free spill. The uterus appears normal.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, fibroids, vaginal discharge, dysmenorrhea, device dislocation". Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received: previously reported event ¿injury to herself¿ replaced with ¿migration of essure device location of device: moved position toward muscle¿, events- ¿vaginal bleeding menorrhagia, bladder infection, urinary tract infection, vaginal infection, apareunia, bladder disorder, urinary tract disorder, migraines, headaches, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, fibroids; endometriosis, abdominal pain, vaginal pain, blood clots/heavy bleeding¿, reporter, lab data, medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moved position toward muscle (right)') and genital haemorrhage ('blood clots / heavy bleeding') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included folliculitis, menometrorrhagia, anemia, vaginal odor and polymenorrhoea. Previously administered products included for an unreported indication: mirena, excedrin, advil and depo provera. Concurrent conditions included acute vaginitis, constipation, d & c, appendectomy, breast cancer, dysuria, bladder pain, adenomyosis and uterine fibroids. Concomitant products included clarithromycin (macrobid). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pelvic pain ("pain"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"), 1 year 6 months after insertion of essure. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain"), abdominal pain lower ("pain lower abdomen/ cramps"), vulvovaginal pain ("vaginal pain"), vaginal infection ("infection(bladder/urinary tract/vaginal) type: both"), cystitis ("infection(bladder/urinary tract/vaginal) type: both"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: both"), migraine ("migraines/migraines / headaches"), headache ("headaches"), fatigue ("fatigue"), endometriosis ("other injury(ies) or complication (s) please describe: fibroids; endometriosis") and pollakiuria ("bladder or urinary problems or changes urinary frequency") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids; endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy and a cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain, vulvovaginal pain, vaginal infection, vaginal discharge, cystitis, urinary tract infection, female sexual dysfunction, uterine leiomyoma, endometriosis and pelvic pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower, migraine, headache, fatigue and pollakiuria had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pollakiuria, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discremptency- date(s) of insertion: (B)(6) 2016, (B)(6) 2016 insertion details- the essure devices were passed into the tubal ostia on both sides with 5 coils noted on the left and 4 coils noted on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: positive (everything was okay) tubal occlusion. Total bilateral occlusion; on (B)(6) 2017: the essure devices are visualized, no tube filling or free spill. The uterus appears normal. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, fibroids,vaginal discharge, dysmenorrhea,device dislocation". Most recent follow-up information incorporated above includes: on 20-nov-2019: updated event bladder or urinary problems or changes urinary frequency (previously reported as bladder or urinary problems or changes). Updated reported term of event migraine. Updated outcome of events and onset dates. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.